Manufacturer narrative:
The lot number for the device was not provided, therefore, the device history records could not be reviewed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately one day post gastrostomy feeding tube placement, the device was allegedly leaked. Reportedly, the device was replaced. There was no reported patient injury.

Event description:
It was reported that approximately one day post gastrostomy feeding tube placement, the device was allegedly leaked. Reportedly, the device was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: one 20 fr tri-funnel repl gastrostomy feeding tube was returned for evaluation. Visual, microscopic, tactile and functional testing were performed. Residue was noted on the shaft of the tube. However, because the sample was used on the patient it is unclear if the residue came from the usage of the device on the patient. The feeding tube and medicine port were separately patent to infusion and aspiration and no leaks were observed. The sample inflation tube was patent to infusion and deflation with the inflation port valve operating normally, even under manual manipulation of the balloon to and fro, with air, fluid or dyed water and no measurable loss of fluid on deflation through the valve. The investigation is unconfirmed for the alleged leak since the sample performed as expected in the laboratory setting. The definite root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H11: g4, h3, h6 (results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.